Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Investigation is ongoing. Report 2 of 2, see related medwatch report numbers: 0001920664-2020-00074.

Event description:
The veterinary facility reported during cataract surgery vitreous entered the anterior chamber. The sleeve on the vitrectomy cutter didn''t seem to fit correctly over the cutter. The doctor was not able to use the vitrector because it was not functioning properly. The patient looked okay on the follow up visit but the doctor was unable to perform the vitrectomy.

Manufacturer narrative:
The evaluation has been completed. One sealed and an opened bl5612 pouch from lot w6360 was returned. The expiration date on the label was 2021-jun-20. The opened sample was clean and dry and did not appear to have been used. The tubing was still coiled and taped together. These irrigation sleeves were sent to the manufacturing site for evaluation. The manufacturer evaluation resulted both of irrigation sleeves meet specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Report 2 of 2, see related medwatch report number: 0001920664-2020-00074.